Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies. None were found. Ran basal, bolus leaking test and manual prime: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak and is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced low blood glucose in the 30's mg/dl or lower. The customer stated they have been experiencing low blood glucose since (B)(6) 2019. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged the insulin pump was over delivering. The customer indicated the retainer ring was fined. Troubleshooting was completed but did not resolved the issue. The customer indicated the insulin pump was exposed to a magnetic field in airport scanner. Displacement test was performed and passed. The insulin pump and reservoir will be returned for analysis.